Manufacturer narrative:
E1 phone number: (B)(6). This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in italy, regarding an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. During deployment using plus 1cc, at fully inflation when the valve was fully deployed, the 23mm commander delivery system balloon burst. During withdrawal, there were difficulties as the balloon got caught at the tip of the 14f esheath plus, and extra force was required to retrieve the balloon into the sheath. After removal of the 23mm commander delivery system, and then the 14f esheath plus, it was observed that the distal tip of the sheath was torn and distal tip of the delivery system was separated. The patient did not suffer any injury due to the event and was noted as to be in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for investigation. The provided imagery was evaluated and revealed the following: there is presence of calcification in patients sinotubular junction and leaflets. The delivery system balloon had a longitudinally and radially burst and a piece of balloon material was separated. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The reported delivery system balloon burst was confirmed based on the evaluation of the provided imagery. Available information suggests that patient factors (calcification) and/or procedural factors (over-inflation) likely contributed to the burst balloon as 3mensio report showed calcification in the patient leaflets and sinotubular junction. In addition, it was reported that the balloon was inflated with nominal volume plus 1cc. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Furthermore, while the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. The reported difficulty to withdraw system through sheath and components separate during use were confirmed based on evaluation of the provided imagery. Available information suggests procedural factors (withdrawal of burst balloon, device manipulation) likely contributed to the event as the balloon burst during procedure and reported information indicated that extra force was used during delivery system withdrawal. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of sheath tip, which could have led to the observed withdrawal difficulty. Additional pull force or device manipulation applied to overcome the withdrawal difficulty may have led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted to reference a related reports. This is one of two manufacturer reports being submitted for this case. Sections: g3, g6, h2, h10 have been updated.